Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw broke off of the device and fell into the pt's leg. The piece was retrieved through the original incision. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the silicone boot on the cold jaw had detached and was not returned. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).